Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with blood glucose values reported at 243 mg/dl initially and later 265 mg/dl and 230 mg/dl, after the user issued a meal announcement without eating and had recently performed a supply change. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.